Manufacturer narrative:
(B)(4). A2: dob - 1958. G2: sweden. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03215, 0001822565-2023-03216 h3 other text : remains implanted.

Event description:
It was reported that the patient had initial surgery approximately 9 months ago. Subsequently, at an unknown amount of time later the patient was found to have problems with an infection and a fractured medial malleolus. The implants remain implanted. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.